Manufacturer narrative:
The getinge field service engineer (fse) who encountered the issue replaced the power management board as the fse identified a "code 137 ui head application failure on the video (head) processor" error message in the unit's log files. The fse determined that the code 137 error message was correlated to the video generator and subsequently caused by the defective power management board. To address the issue, the fse replaced the power management board. The unit was left to run overnight under the customer's supervision without incident, and then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that while servicing the cardiosave intra-aortic balloon pump (iabp) the getinge field service engineer (fse) encountered a code 137 "ui head application failure on the video (head) processor" error message revealed in the unit log files. There was no report of patient harm, serious injury or adverse event.

Event description:
It was reported that while servicing the cardiosave intra-aortic balloon pump (iabp) the getinge field service engineer (fse) encountered a code 137 "ui head application failure on the video (head) processor" error message revealed in the unit log files. There was no report of patient harm, serious injury or adverse event.